Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. Other relevant device(s) are: product ID: 8253410, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider reported that the mainframe and interface had a loud noise during the procedure. The initial check of the machine, the ticks were on and off. There was no delay in the procedure. There was no patient impact.

Manufacturer narrative:
Analysis of the mainframe found that the reported fault could not be duplicated. Pm to be carried out as per manufacturer's specifications. Electrical test to be performed. The unit was cleaned and sanitized. The unit tested to specifications as per service repair instructions and electrically tested to standard. All test passed. While, analysis of the interface found that there was no fault with the unit. The unit was cleaned, sanitized and tested to specifications as per service repair instructions. All tests passed. If information is provided in the future, a supplemental report will be issued.